Manufacturer narrative:
Follow-up #1; date of submission: 05/27/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 05/12/2015 with the following findings:a review of the pump history and black box data revealed no evidence of a motor/rewind issue. The pump successfully performed the rewind, load, and prime sequence. The pump was exercised for 24 hours, during which no motor related alarms or failures were observed: the reported issue was not duplicated. The pump case was removed, and no evidence of internal damage or defect was found. Unrelated to the reported issue, the display screen visual was observed to be dim and discolored due to an unidentified display failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the piston rod was not retracting during the execution of the ¿rewind function¿. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.